Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs (device history review) for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre reader. Customer reported receiving high readings on the built-in reader compared to readings obtained on a competitor brand meter. Customer additionally reported requiring unspecified hcp treatment and no additional details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the freestyle libre reader. Customer reported receiving high readings on the built-in reader compared to readings obtained on a competitor brand meter. Customer additionally reported requiring unspecified hcp treatment and no additional details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated. Visual inspection was performed on returned meter. No new issues were observed. Control solution testing was performed and the results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre reader. Customer reported receiving high readings on the built-in reader compared to readings obtained on a competitor brand meter. Customer additionally reported requiring unspecified hcp treatment and no additional details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.